Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a whipple cholecystectomy, the jaws of the stapler would not open. They did troubleshooting and it still wouldn't open. They got a new stapler to complete the case. No patient complications.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2021 d4: batch # u5cu24 investigation summary the analysis found that one psee60a device was returned with no apparent damage and with one gst60g reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the would not reverse button force, slide the knife reverse switch forward to return the knife to home position. And for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed without any difficulties noted. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.